Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line is blocked alarms as well as fill issues. The patient discontinued treatment during fill 3 of 3. A review of the patient¿s treatment records identified that the patient drained 7144 ml during drain 1 of the treatment. This drain volume is 238% the patient's prescribed fill volume of 3000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment was available. Upon follow up, the the pdrn confirmed the reported event. The pdrn stated that the patient attempted to complete treatment using continuous ambulatory peritoneal dialysis (capd) but nothing came out. The patient did visit the hospital and was diagnosed with a fibrin plug that was related to the draining issue. The pdrn does not believe that the hospitalization was related to fresenius product usage or pd therapy. The patient has since been discharged from the hospital. The pdrn could not confirm if the patient has received their new cycler or if the old cycler was returned since the patient had been hospitalized.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line is blocked alarms as well as fill issues. The patient discontinued treatment during fill 3 of 3. A review of the patient¿s treatment records identified that the patient drained 7144 ml during drain 1 of the treatment. This drain volume is 238% the patient's prescribed fill volume of 3000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment was available. Upon follow up, the the pdrn confirmed the reported event. The pdrn stated that the patient attempted to complete treatment using continuous ambulatory peritoneal dialysis (capd) but nothing came out. The patient did visit the hospital and was diagnosed with a fibrin plug that was related to the draining issue. The pdrn does not believe that the hospitalization was related to fresenius product usage or pd therapy. The patient has since been discharged from the hospital. The pdrn could not confirm if the patient has received their new cycler or if the old cycler was returned since the patient had been hospitalized.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed signs of physical damage: touch screen misaligned. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.